Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Tendency to fall down [gait disturbance]. Pain in lower extremities, joints, hands and feet [pain in extremity]. Weakness in lower extremities, joints, hands and feet [muscular weakness]. Tingling in hands and feet [paraesthesia]. Numbness in hands and feet [hypoaesthesia]. Sleep apnea [sleep apnoea syndrome]. Case description: an attorney reported that their (B)(6) female client used fixodent denture adhesive, version unk cream beginning in 2004 through 2008 and super poligrip beginning in 2004 to the present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, loss of balance, tendency to fall down, pain in lower extremities, joints, hands and feet, weakness in lower extremities, joints, hands and feet, tingling in hands and feet, numbness in hands and feet, and sleep apnea. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.